Event description:
It was reported that bd conventional needles was difficult to aspirate from vial. The following information was provided by the initial reporter, translated from french to english: difficulty injecting or sampling. This situation has been encountered for several months, but not on every needle. To date, there has been a significant increase in the number of defective needles.

Manufacturer narrative:
This MDR is created as a result of the investigation findings: a device history record review was completed for provided material number 303262 and lot number 230901. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality team. The needle was microscopically examined and a transparent particle was observed obstructing the needle. The material was identified as a vial septum. Based on the sample analysis, we can confirm that an instance of coring occurred which resulted in a clogged needle. Material 303262 has a regular bevel in comparison to material 304322 which had a short bevel. This means that the way the needle punctures the vial changes. For material 303262, the angle of penetration for the vial should be between 45 to 60 degrees. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.